Manufacturer narrative:
No conclusion can be drawn as repair information was not reported.

Event description:
The customer reported that the images are white and illegible. This will cause the system to be unusable due to the inability to see the live image. There is no report of injury or death associated with this event.